Event description:
Caller reported that mobile app was frozen while loading a cartridge. There was no adverse impact to the customer's blood glucose level. Customer re-launched app successfully, and no further assistance was required.